Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The driveline extension cable was not returned for evaluation despite multiple attempts to obtain it. The reported event was confirmed via review of the controller log files, which revealed an "electrical fault" alarm and four (4) vad disconnect alarms on the date of the reported event. Testing was not performed as the device was never returned to heartware for evaluation. Based on the limited information available, the root cause of the reported vad stop cannot be conclusively determined. Instructions for use (IFU) instruct the site/ facility to only use the driveline extension cable during the pre-implant wet test procedure. Furthermore, it is instructed to securely connect the driveline by verifying an audible click. Failure to ensure a secure connection may cause an electrical fault alarm. The driveline extension cable was removed from ongoing use after the event and the site was reeducated on the proper usage of the device. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU), use of the dl extension cable is not intended to connect the patient dl connector for the heartware vad (hvad) pump to the hvad system controller. The IFU instructs the user on proper usage of the dl extension cable. In addition, the IFU provides guidelines to help the user to detect and react to the hvad pump stopping and unsuccessfully restarting. Moreover, heartware clinical operator training further educates healthcare practitioners about product safety, alarm management, and hvad support. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
Approximately 7 months after hvad implantation, this patient experienced a vad disconnect alarm and associated pump stoppage. The patient was in a secondary hospital for further recovery following implant and it was reported that the driveline extension cable was in use at the time. Clinicians responded by exchanging the controller and the pump was restarted. The following day the patient required intubation, inotropic support and hypothermia therapy and was transferred back to the implanting center with pneumonic sepsis and reduced kidney function. Log file review had suggested a possible loose connection or malfunction of one of the connectors. The driveline extension cable was removed and inspection of the driveline connector by heartware confirmed it to be functioning properly. At last report, the patient has seen been transferred back to the secondary facility with no noted neurologic damage. Investigation is ongoing.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.